Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found sample level detect errors. The customer verified the sample quality. Precision testing was run and the results were acceptable. Quality control on the day of event occurrence was acceptable. The cse replaced the sample probe, board and conduit along with the syringes and verified the alignments. A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc specialist verified the cse's observation of sample level sense errors on the day of event occurrence. The sample in question had hemoglobin, icterus and lipemia (hil) index flagged with abnormal assay. The clot check data had an aspiration profile on both samples that is consistent with a sample delivery issue or sample integrity issue. The hsc specialist concluded that based on the repeated occurrence of the level sense detect errors, the cause of the issue was sampling issue with the dimension sampling system. The issue was resolved with the routine maintenance performed by the cse. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ltni result.